Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 110 which was not reproduced. System error 110 was verified through a review of the event history log. Evaluation found to be caused by a loose motor gear, which was observed during a physical inspection of the device. The gears and bearings were replaced.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 110. There was no report of patient injury or medical intervention associated with this event. No additional information is available.